Event description:
On (B)(6) 2012, the reporter contacted animas to report that in (B)(6) 2010 the patient had been hospitalized for two days with a diagnosis of hypoglycemia. The patient was unable to provide any details about her status, symptoms, blood glucose levels or treatment. The patient noted she had not been on ipt since this event in 2010. Troubleshooting of the pump could not be done as the pump had not power, the battery needed to be replaced, and the patient did not have a replacement battery available. It is unknown the circumstances of the patient's alleged hypoglycemic event and hospitalization, and use of the insulin pump. As the patient allegedly was hospitalized for hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: (B)(6) 2010.